Event description:
It was reported the patient was being treated for spine pain and had a pain pump implanted (B)(6) 2013. It was also reported the patient was in pain ¿because I had a problem by the incision, not a problem, it just hurts a little by the incision.¿ the pump implant site was ¿tender¿ after implant. The pump was being used to deliver morphine additional information received reported a change in therapy effect. The patient¿s pump was implanted three weeks ago and the patient was going to see his hcp on (B)(6) 2013, but today the patient reported having additional pain. The patient was unable to communicate with his ptm over the phone. It was also reported the first two weeks, the pump ¿was doing pretty good,¿ but the last couple weeks, the patient noticed he was in a lot of pain. The patient was still on pain pills, but not as much as he used to be. He took two oxycodones and wanted to do a bolus, but the ¿time seemed off.¿ the patient was not instructed well on the use of the ptm and inquired about lockouts. Additional information later reported the patient had a "slight" infection at the incision site but it is cleared up now. The patient was seen at the managing pump hcp office and had his pump "turned up" and he went from 2.905 to 4.00 mg per day.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).